Event description:
It was reported that an unspecified amount of large volume infusors were not infusing and did not have any output after 24 hours. Approximately 20-40 ml volume was still remaining after the expected infusion time. This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. The devices were filled with 18000 mg piperacillin/tazobactam in 240 ml 0.9% buffered sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: the event occurred between 05/21/2025 to 05/26/2025. D4: lot #: the lot# is either 24g032 or 24g011 the d4: unique identifier (UDI) # of lot 24g032 is (B)(4) and d4: expiration date is 07/01/2027. The d4: unique identifier (UDI) # of lot 24g011 is (B)(4) and d4: expiration date is07/01/2027 e1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d4, d9, h3, h4, h6 (update codes), h11. B5: update "an unspecified amount of large volume infusors" to "a large volume infusor" - the quantity of events reported in this MDR is being changed to one (1) based on additional information received. An additional initial MDR is being submitted for the additional event. H4: the lot was manufactured between july 29-30, 2024. H11: the actual device and five (5) companion samples were received for evaluation. The actual sample contained 85ml of residual fluid inside the bladder. Visual inspection on both the actual sample and companion samples did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the actual sample and the flow rates were found to be within the product specification range. The actual sample was determined to be a conforming product. A flow test was subsequently performed on the five companion samples with dextrose solution and were found to be within the product specification range. The reported condition was not verified during in-lab solution testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.